Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that the customer was hospitalized. It was not provided if bg level was low or high, or if any other patient impact occurred. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.